Event description:
It was reported the, the video system center control panel exhibited the white balance button was not responding, and other buttons were also not responding. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information:b3, b5, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue was found during preparation for use for an unspecified therapeutic procedure. The intended procedure was completed with a similar device.